Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient had problems before with the old device that was replaced. No patient complications have been reported as a result of this event.